Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was splashed with water and completely powered off. He received a battery out limit alarm. Every time he pressed a button the button worked intermittently or 5 screens open up. Customer's blood glucose level was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. No button error alarm, unresponsive button, battery out limit alarm, or off no power alarm could be verified due to the blank display. The insulin pump was received with a severely scratched display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.